Event description:
A screw was attempted to be placed independent of the plate from the first metatarsal to the medial cuneiform; however, the drill bit struck a previously placed screw and broke off within the bone. This was buried deep within the bone and it was decided not to attempt to remove the broken drill bit.